Manufacturer narrative:
The device has not been returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4)

Event description:
Medtronic received information that five days following the implant of this transcatheter bioprosthetic valve, the valve was explanted due to severe paravalvular leak (pvl) and replaced with a non-medtronic device. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.